Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have the plastic proximal clevis broken. Broken piece is missing as a result of breakage. Size of missing piece is approximately 0.131¿ x 0.14¿. Additionally, the instrument was found to have a derailed yaw cable at the distal idler pulley.

Event description:
It was reported that during central processing, the permanent cautery hook instrument had a broken tip. There was no report of patient involvement.